Manufacturer narrative:
Three samples with no packaging blisters were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample did not expel the solution due to clogged. A device history record review was completed for provided lot number 2195356. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 2195356. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were blocked. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the tech stated that a batch of bd safety needles were defective. They could not push air through them.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were blocked. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the tech stated that a batch of bd safety needles were defective. They could not push air through them.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.